Event description:
Same case as: 2134265-2014-04420 and 2134265-2014-04474. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous middle of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with an ilab ultrasound imaging system. Manual pullback was performed with good image. Automatic pullback was attempted but the catheter never started. Upon reconnection of the catheter, image was no longer noted. The procedure was then completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).